Event description:
It was reported this filter did not appear to open completely following deployment via a jugular approach. Following deployment, removal of the guidewire met with resistance. Continued removal attempts resulted in unravelling and subsequent wire breakage. Approximately 50 centimeters of the distal end of the guidewire remains attached to the filter. No retrieval of the detached wire segment was attempted or is planned. The physician feels the pt is protected with this filter and no further action in planned. No pt complications resulted from this event and the pt's condition is good. This device remains implanted. Therefore, no failure analysis will be available. Co's follow up indicated per the preference of the physician, the guidewire used to filter placement was not part of the filter kit. It was also indicated the physician formed the tip of the wire into a "j" formation prior to insertion into the pt. User technique and/or pt anatomy may have contributed to this event. However,co is unable to determine the exact cause for this event.